Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Information received as: imperfect dilator which was cut in the procedure. It is observed that the dilator is broken.

Manufacturer narrative:
Qn#(B)(4). The customer returned one empty PICC tray and lidstock for analysis. The dilator, nor the other kit contents were returned. Visual analysis could not be performed as the reported dilator was not returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "is well within the vessel to minimize the risk of damage to sheath tip. Precaution: sufficient guide-wire length must remain exposed at hub end of sheath to maintain a firm grip on guide-wire". The report of a separated dilator body could not be confirmed through complaint examination as the actual dilator was not returned for analysis. A device history record review was performed, and no relevant findings were identified. A probable cause of the dilator separation could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Information received as: imperfect dilator which was cut in the procedure. It is observed that the dilator is broken.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Information received as: imperfect dilator which was cut in the procedure. It is observed that the dilator is broken.